Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow-up visit. Upon interrogation, the device exhibited multiple t-wave oversensing stored electrograms. Electrical parameters were normal. Programming was performed to address the issue. No patient symptoms were reported.